Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 90 millimeters (mm) from the terminal pin. Two lead segments were returned. Cuts were noted in the lead insulation. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture. The patient also had chest stimulation with higher outputs. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.